Event description:
It was reported that the customer was hospitalized for hypoglycemia. Prior to the event, the contact stated that the reservoir door opened and the reservoir came out ot the pump. It was indicated that a large amount of insulin was delivered and the contact was unsure of how the reservoir door opened. At the time of the call, the contact did not have the pump to troubleshoot. It was indicated that the contact requested for the pump to be replaced. No further details.